Manufacturer narrative:
(B)(4). Tg3415/06018628 = (B)(4). Tg4020/06002966 = (B)(4).

Event description:
On (B)(6) 2008, this patient underwent an endovascular repair of an aneurysmal false lumen using two gore tag thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2008, the patient was discharged. No issues were reported. The diameter of the aneurysm was 54 mm. On (B)(6) 2009, six month follow-up imaging showed that the diameter of the aneurysm was 52 mm. No issues were reported. On (B)(6) 2009, one year follow-up imaging showed that the diameter of the aneurysm was 54 mm. It also confirmed development of circumferential thrombosis within the devices. On the same day, the patient was treated with an antiplatelet agent (detail unknown) for the thrombosis. On (B)(6) 2010, two year follow-up imaging showed that the diameter of the aneurysm was 50 mm. It also confirmed that the thrombosis within the devices remained. On (B)(6) 2011, three year follow-up imaging showed that the diameter of the aneurysm enlarged to 56 mm. The cause of the aneurysm enlargement was reported to be unknown. It also confirmed that the thrombosis within the devices remained. Subsequent follow-up imagings showed that the diameter of the aneurysm was 54 mm. It was unknown if any endoleaks were present. It also confirmed that the thrombosis within the devices remained. According to the cro in (B)(6), no further information is available.